Manufacturer narrative:
Investigation summary: a visual inspection revealed that the hot jaw was somewhat charred. The tip of the cold boot was detached and peeling somewhat. The device was bloody. Based upon the visual observations, the reported complaint for "jaw boot detached" was confirmed. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the jaw boot detached in one piece inside the pt's leg. The piece was retrieved through the original incision with no other pt effects reported. A new kit was used to complete the procedure. There were no pt effects. The lot number is unavailable. The product was returned.